Event description:
Originally, on (B)(4) 2013, the customer reported to beckman coulter (bec) that they obtained hemoglobin (hgb) voteouts on the coulter lh 750 hematology analyzer. The customer called back following the field service engineer (fse) visit on (B)(4) 2013 and reported that there was a fluid leak of unknown volume on the lh750 analyzer. The leak was contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. The customer reported that it is unknown if erroneous results were generated and reported prior to the discovery of the leak. Customer did not provide patient results printouts for review. It is unknown if there was death or injury attributed to this event or change to patient treatment. MDR 1061932-2013-01660 is being submitted for the first call on (B)(4) 2013.

Manufacturer narrative:
Service performed after the first call: the customer technical service (cts) instructed the operator to clean the blood sampling valve (bsv), clean red blood cell (rbc) and white blood cell (wbc) baths and perform a shutdown and startup procedures. There is no information if these actions helped to resolve the issue. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and determined that there was a faulty hemoglobin (hgb) preamp. The fse ordered a new hgb preamp, returned to the customer site and replaced the hgb preamp, resolving the hgb issue. Failure mode was related to the hgb preamp. Service performed after the second call: when the fse returned to the customer site he identified leaking yellow striped tubing through valve vl12b. The fse replaced the tubing, resolving the leak. The fse validated the instrument. Failure mode was related to yellow striped tubing at valve vl12b. Beckman internal identifier number for this report is (B)(4).